Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Physician reported ruptured expander, left side and unsatisfactory filling during the course of time. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening on posterior, brown and yellow particles on outer surface of device, crease flat. Leak test was performed which identified opening on shell. Microanalysis identified one sharp opening on posterior assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: sharp opening assessed as unidentified (tear) opening.

Event description:
Physician reported ruptured expander, left side and unsatisfactory filling during the course of time. Device has been explanted.